Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported chronic thromboembolic pulmonary hypertension issue as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, that approximately two years, two months and nineteen days post port placement procedure the port was removed from the patient. Approximately five years, two months and nineteen days post port removal the patient was diagnosed with chronic thromboembolic pulmonary hypertension. It was further reported that the patient underwent a corrective surgery for the adverse event. The patient's treating physician informed that the adverse event was caused by the aforementioned powerport device. However, the current status of the patient is unknown.